Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the general care area. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. The upstream occlusion messages were confirmed through review of the history log. A constant reload set message limited the evaluations ability to attempt to reproduce the alarms. The upstream sensor was replaced.